Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The event was further described as ¿the tip of the transfer set detached from the transfer set and came off." This occurred while disconnecting from the patient line of a cassette after peritoneal dialysis (pd) therapy. The transfer set was attached to the patient line which was cut off from the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.